Manufacturer narrative:
UDI=(B)(4).

Event description:
A report was received that the patient's battery was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and the physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's battery was no longer working. The patient will undergo an ipg replacement procedure.